Event description:
It was reported that during device preparation, as the stylet was removed from the 4.0x12 rx trek dilatation catheter, the catheter separated at the guide wire exit notch. The device was not used and there was no patient involvement. A new same device was used in the procedure. There was no clinically significant delay in the procedure. Force was not applied prior to the separation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.